Event description:
It was reported that a closure device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. Within 60 seconds post release, the closure device shifted proximally. The physician monitored the closure device for several minutes to assess the degree of shift and prepare for potential embolization. The closure device settled in a final position slightly beyond the tip of the limbus and did not change position drastically on the mitral aspect of the anatomy. A leak less than 3.5mm developed around the closure device. The closure device was kept in place, and the patient was extubated as normally. The patient was scheduled to have a follow up appointment at 45 days and would consider extraction via surgery if the closure device moved notably or if the leak increased to greater than 5mm.

Manufacturer narrative:
Media review: media was provided for review and was reviewed by members of the boston scientific (bsc) training team, medical safety, and clinical specialists. The media did not seem to indicate that release criteria was not met prior to release of the closure device. There was no indication of user error seen from the provided media.

Event description:
It was reported that a closure device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. Within 60 seconds post release, the closure device shifted proximally. The physician monitored the closure device for several minutes to assess the degree of shift and prepare for potential embolization. The closure device settled in a final position slightly beyond the tip of the limbus and did not change position drastically on the mitral aspect of the anatomy. A leak less than 3.5mm developed around the closure device. The closure device was kept in place, and the patient was extubated as normally. The patient was scheduled to have a follow up appointment at 45 days and would consider extraction via surgery if the closure device moved notably or if the leak increased to greater than 5mm.